Event description:
New information received notes that the back up mode exhibited by the implantable cardioverter defibrillator (ICD) was noted during an in-clinic follow-up. The ICD was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) was in back up mode with no back-up defibrillation option (bdfo) available. No intervention was reported. The patient condition was unknown.